Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "the patient was given a peripherally inserted central venous catheter kit PICC at 10:00 a.m. On (B)(6) 2023, and the PICC tube was broken and ejected 13 cm, but the rest of the catheter was not seen. At 11:29 a.m., under the guidance of dsa, all the catheters were removed, measuring 23 cm, and no stump remained in the body. At 11:49 a.m., the patient was returned to the ward by the flat car and was given three hours of lying down as prescribed by the doctor." No other information was provided.